Manufacturer narrative:
Analysis of the patient programmer found the antenna jack was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial# I(B)(4), product type: programmer, patient.

Event description:
A consumer reported via a manufacturer representative that the patient programmer antenna was broken and was not communicating with the implantable neurostimulator (ins). The cause of the event was not available. It was unknown if any diagnostics or troubleshooting was done. No surgical intervention was taken or planned and the patient was alive with no injury. The patient programmer and antenna were replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.